Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's ambulatory telepack.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.